Manufacturer narrative:
(B)(4). Batch # l92e1f. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience any adverse consequences due to this issue? How long was surgery prolonged? Was there any change to the procedure or post-op patient care as a result of the delay to the procedure?

Event description:
It was reported that the device has alarm, restart and pre-run the device, and then titanium tip broke. Changed another one to complete. It prolonged surgery time.